Manufacturer narrative:
Product analysis conclusion; the cause of the reported event could not be confirmed from the limited video/images received during implant. It seems that during the short video the heli-fx applier may have shown difficulties detaching from the endoanchor after deployment and implantation of the endoanchor was completed. Detachment only appeared to occur once the heli-fx applier was forcibly moved away from the endoanchor implantation site. Additional procedural images were not available, and pre-implant CT¿s showing the patients anatomy were not provided to allow a complete assessment of the patient¿s anatomy including any calcification or thrombus within the proximal neck area. The resolution of the films was poor and non-contrast, minimising the ability to assess the aorta for anatomical considerations. Possible procedural related causes (which could not be confirmed) include not positioning the guide and applier 90° perpendicular to endograft, engaging areas of loose fabric or fabric not in apposition to the native vessel wall or engaging a stent, and not maintaining constant position, pressure and support throughout the endoanchor deployment sequence. A device issue cannot be ruled out as a potential cause. However, no clear integrity issues were observed in the films related to the guide, applier, or any of the implanted endoanchors. The heli-fx applier/guide will not be returned and so a product investigation could not be performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used in an unknown endovascular procedure. It was reported that during the index procedure, during deployment of the endoanchors from the applier, it was observed that the anchors did not easily detach from the applier. A small amount of rotation force of the applier released the anchor from the applier. The procedure was still able to be completed with the device successfully and in total six endoanchors were implanted. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient is fine.